Event description:
It was reported that a revision surgery from the right hip was performed due pain and elevated metail ion levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed on a bilateral patient. During the revision the hemi head & modular sleeve were removed. The acetabular cup & stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head / cup / sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for the cup + sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed the clinical information provided, of the elevated metal ion levels and trunnionosis, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It is unknown if this patient multiple co-morbid conditions, such as reported avascular necrosis as well as his documented noncompliant with medication recommendations contributed to the issues. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the right hip was performed due to unknown reasons.